Manufacturer narrative:
This report is submitted on march 31, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2022, and there are no plans to reimplant the patient with a new device as of the date of this report.